Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was 250 mg/dl.

Manufacturer narrative:
A follow up with the customer indicated that the customer changed the cartridge, infusion set and site, and issue was resolved. No product returning for eval. Should new info become available, a follow up report will be submitted.